Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/11/2020.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the reservoir was connected to a drain. It was reported that the reservoir suddenly started suction though negative pressure was not applied when trying to activate the reservoir. It was also reported the reservoir was hard to lock. There were no adverse patient consequences reported. No further information is available.